Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a guidewire is confirmed. One 18 g introducer needle and one 0.038 in. ¿j¿-tip guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned samples. The guidewire was returned in the introducer needle with approximately 1 cm protruding from the distal tip of the needle. The guidewire was found to be stuck within the needle, but it was able to be pushed out of the needle with some force. The guidewire was found to be unbroken during tactile evaluation. The coils of the catheter were found to be compressed once the guidewire was removed from the needle. A microscopic observation revealed damage on the bevel of the introducer needle. Once the guidewire was pushed out of the needle, a relatively large amount of biological residue was found on the portion of the guidewire that was within the needle, which may have contributed to the guidewire becoming stuck within the needle. The damage observed on the returned needle and guidewire suggest the guidewire may have been retracted against the bevel of the needle during use. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2023 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp2023) have been reported from the same facility in (B)(6).

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. No other information was provided.